Manufacturer narrative:
The pump passed the displacement test. However, we were unable to prime the pump during the prime test, and got an alarm during basic occlusion test due to a faulty force sensor. No traces of moisture were noted at the keypad traces, electronic assembly or motor assembly. The pump also had minor scratches on the lcd, and a cracked case at the display window corners.

Event description:
It was reported that customer's insulin pump alarmed during priming. The device has fallen in the water. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.